Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead (B)(6) 2008; 4194-78 lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed with no anomalies found. There was body tissue/fibrotic growth on the distal electrode and the overlay tubing of the lead was extrinsically breached due to melting. Visual analysis noted the lead was stretched and had apparent explant damage.

Event description:
It was later reported that the right ventricular lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alert triggered for high right ventricular (rv) lead threshold and intermittent capture. The patient will be following up with the electro physiologist who implanted the device to determine further course of action. The lead remains in use. No patient complications have been reported as a result of this event.